Event description:
One touch ultra meter was reading inaccurately high. The patient goes to the hospital 5 times per day for blood glucose testing. They obtained a result of 17.4 mmol/l on the reported meter while having no symptoms of high or low blood glucose level. A result of 8.4 mmol/l was obtained on the laboratory meter using a blood samples from the same puncture. There is no indication that the patient experienced injury or medical intervention due to the product. Two contro solution tests were pe5rformed on the reported meter, which fell outside of the specified control solution range. Based ona the failed quality control testing, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and control solution were replaced.